Event description:
It was reported that the customer's insulin pump was dropped in the pool. It was stated that the insulin pump was working for awhile and he was able to enter in his blood glucose, but it was tagging in registering information entered. Several hours later, the insulin pump reportedly had a blank display and the buttons were unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.